Event description:
Customer states they are getting unexpected negative reactions when testing a patient sample with capture-r ready-ID on the echo. The patient sample contains an anti-fya. The sample is reacting with the 2 heterozygous cell and 4 out of the 7 homozygous cells on the panel.

Manufacturer narrative:
Review of camera images: crrid: cell 1 reaction and zygosity : equivocal, heterozygous for fya; visually this cell appeared: weak positive; cell 2 reaction and zygosity : negative; visually this cell appeared: negative; cell 3 reaction and zygosity : negative; visually this cell appeared: negative; cell 4 reaction and zygosity : negative; visually this cell appeared: negative; cell 5 reaction and zygosity : negative, homozygous for fya; visually this cell appeared: weak positive; cell 6 reaction and zygosity : negative, homozygous for fya; visually this cell appeared: weak positive; cell 7 reaction and zygosity : negative, homozygous for fya; visually this cell appeared: weak positive; cell 8 reaction and zygosity : negative; visually this cell appeared: negative; cell 9 reaction and zygosity : 3+ positive, homozygous for fya; visually this cell appeared: positive; cell 10 reaction and zygosity : equivocal, homozygous for fya; visually this cell appeared: positive; cell 11 reaction and zygosity : 3+ positive, homozygous for fya; visually this cell appeared: positive; cell 12 reaction and zygosity : 3+ positive, homozygous for fya; visually this cell appeared: positive; cell 13 reaction and zygosity : negative; visually this cell appeared: negative; cell 14 reaction and zygosity : equivocal, heterozygous for fya; visually this cell appeared: weak positive; positive control well reaction: 4+ positive; visually this well appeared: positive; negative control well reaction: negative; visually this well appeared: negative. Cells which resulted negative but should have been positive: cells 5, 6, and 7. Visually these reactions appear positive but were reported as negative by the instrument. Customers were notified to review images of negative results in customer communication (B)(4) issued on november 25, 2009.